Event description:
Customer reported that patient's samples containing anti-e, anti-e and anti-s did not react with resolve panel a lot ra497. This report corresponds to ortho-clinical diagnostics, inc.